Event description:
It was reported the patient developed an infection and there was erosion. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the date of event was added to this report in section b3. The device has been returned for evaluation. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis information -- product ID# (B)(4) a proximal portion was received measuring 11.5 cm. A medial portion was received measuring 5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. Concomitant product: addr01, implantable pulse generator (ipg), (B)(6) 2012. (B)(4).